Event description:
It was reported that during a routine follow-up, the atrial lead exhibited unacceptable threshold and undersensing. The lead was capped and replaced on (B)(6) 2014. The patient was in good condition after the procedure.